Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's spouse reported via phone call that they had a leak in the reservoir compartment and lost huge amount of insulin. Blood glucose level at the time of the incident was not provided. Customer's spouse stated there were no cracks in the barrel and all the components of the reservoir were present. The customer was advised that the product would be replaced and will return the product for analysis.